Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient sustained serious personal injuries as a result of the hip failing, breaking apart, causing dangerous metals to be released into her body and blood system and causing serious personal injuries.

Event description:
After review of the medical records, the patient was revised to address failed right tha with mom component with severe metallosis, pseudotumor, elevated metal ions and pain. Cup was slightly vertical on radiographs. Operative note reported large metal debris pseudotumor in the greater trochanter and along the anterior edge of the gluteus medius and throughout the joint. There was metal debris and scar this was excised. Doi: (B)(6) 2009, dor: (B)(6) 2014, right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : 22-sep-2022: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.